Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during endoscopic retrograde cholangiopancreatography (ercp) procedure, performed in the common bile duct on (B)(6) 2018. According to the complainant, during procedure, when they attempted to deploy the stent, the tip of the stent broke off. The stent was implanted in the patient and the physician assessed that the broken stent piece was small enough to pass out the patient naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event and the condition of the patient at the conclusion of the procedure was reported to be fine.